Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Per internal procedure, (B)(4), the mean of the inratio meter and comparative system inr were calculated. For second, eighth, and tenth and the last 2 sets of data, both values >5.0, per (B)(4), the comparison considered invalid. For the (inr=6.6, conagchek=4.0), the confidence limits cannot be determined. Products will be tested.